Event description:
"Revised right knee for unexplained knee pain. When extractor handle was attached, baseplate appeared to toggle and removed easily with a slap hammer. No cement was bonded to the baseplate."